Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. During the follow-up, the pacemaker went into backup operation. The device had reached its elective replacement indicator (eri), and a device download could not be performed as a result of the low battery status. No further information was available.